Event description:
Dr. Pulled the suture, it "ripped" from the eyelet of the anchor. The tip is still in the patient. Dr. Finished the case with different lot #, with no other complications.

Manufacturer narrative:
(B) (4) the returned devices, which were used, were observed and it was determined that the implant broke about midway down the body of the anchor. The appearance of the break resembles a failure due to shear caused by torsional stress. This failure mode is typically associated with anchor insertion. Since it appears that the initial failure occurred during insertion, the 3 unopened units from the same lot were tested for their ability to be inserted. Using 30/15 pcf bone block in accordance with the testing performed in (B) (4) , the insertion sites were prepared with the provided dilator. All 3 anchors were successfully inserted in to the bone block media. They were then removed and inspected for any material failure. No failures were observed in any of the samples. Based on the successful performance of these 3 anchors from the same lot, a root cause related to the device itself cannot be determined. (B) (4)